Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, kinking of the femoral vein, and enlarged atrium. A triclip steerable guide catheter (tsgc) was inserted into the femoral vein. However, a kink in the shaft of tsgc occurred, and the shaft broke off. The tsgc was removed without issues and replaced. A new tsgc was inserted, and the procedure was continued. Two triclips were implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, kinking of the femoral vein, and enlarged atrium. A triclip steerable guide catheter (tsgc) was inserted into the femoral vein. However, a kink in the shaft of tsgc occurred, and the shaft broke off. The tsgc was removed without issues and replaced. A new tsgc was inserted, and the procedure was continued. Two triclips were implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: it was corrected that the shaft did not break off.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to insert into anatomy and kinked tsgc shaft were likely due to patient condition (kinking of the femoral vein). There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 1069 was removed.